Manufacturer narrative:
The insulin pump was received with minor scratched lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with black shadow on the display due to warped pcb on the lcd board.

Event description:
The customer reported via phone call of moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was some condensation under the lcd display. The customer stated that there are no cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.